Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition, including the dislodged cannula, could have contributed to the reported emergency room visit, hyperglycemia and ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called the paramedics to be transported to the emergency room at the hospital of (B)(6) with hyperglycemia and was diagnosed with ketoacidosis. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (arm), causing the pod cannula to dislodge. Symptoms reported include vomiting, nausea and near-syncope. The patient was treated with unspecified intravenous fluids and insulin. The patient was discharged on the same day. A new pod was applied.